Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included adenomyosis, endometriosis, bleed in luteal cyst, menorrhagia, female sterilization, drug allergy, allergic reaction to antibiotics and allergic reaction to analgesics. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter commented: discrepancy noted in date of insertion: 1(B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: -adenomyosis. Serosal endometriosis. Left ovary with hemorrhagic corpus luteum cyst.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included adenomyosis, endometriosis, bleed in luteal cyst, menorrhagia, female sterilization, drug allergy, allergic reaction to antibiotics and allergic reaction to analgesics. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: adenomyosis. Serosal endometriosis. Left ovary with hemorrhagic corpus luteum cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: mr received: case category upgraded to serious incident. Event 'injury nos' was updated by menorrhagia. Medical history, lab data, patient's date of birth, reporters information were added. On 29-jan-2021: mr received: no new significant information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.